Event description:
Loss of osseointegration, implant was completely covered with bone, no thread tap used, local infection / subacute chronic osteitis, preceding/simultaneous bone augmentation, pain, swelling, inflammation, mobility (B)(6) are same patient)